Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number:1627487-2019-10230. Additional information received from follow-up advising the patient underwent surgical intervention on (B)(6) 2019, wherein the physician attempted to remove the migrated s2 lead but was unable to do so during the procedure as it would not pull back to the pocket without disrupting the other sacral leads as they were scarred together. As a result, the migrated lead was disconnected from the ipg but was not explanted. Effective therapy restored post-op..

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a decrease in pain relief. In turn, an x-ray was ordered and confirmed that the left s2 drg lead has migrated out of the epidural space. As a result, the patient may undergo surgical intervention later.